Event description:
It was reported to philips that the touchscreen was unresponsive and would not pass calibration. This event was reported to have occurred during device setup for patient use. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The rse requested to have a field service engineer (fse) dispatched to the customer site.

Manufacturer narrative:
The field service engineer was informed by the customer that the issue was resolved; the customer did not provide further details how they resolved the issue. The fse did not need to replace parts in regard to the touchscreen issue. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.